Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of the device used during the removal surgery was left behind I would need to undergo another procedure to remove it'), pelvic inflammatory disease ('infection (other) describe: pelvic inflammatory disease'), fallopian tube perforation ('perforation (fallopian tube(s))/displaced iud into the left cornua and extending into the central portion of the left fallopian tube/displaced intrauterine device possibly within the left fallopian tube or potentiality has eroded into the myometrium') and uterine perforation ('perforation (uterus)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia, pregnancy, depression, miscarriage and anxiety. Current weight (B)(6). Concurrent conditions included body mass index normal, abdominal pain, ovarian cyst, acute cystitis, mood disorder, inflammation, hematuria, dysuria, urgency urination, urinary frequency, kidney stone, suprapubic pain, bacterial vaginosis, tingling, ovarian cyst, chest pain, shortness of breath, myalgia, numbness, coronary disease, gerd, esophagitis, pulmonary embolism, thoracic aortic aneurysm, pneumonia, pneumothorax, pleurisy, neuropathy, tobacco abuse, vaginal pain, wrist injury, pain in joint, shoulder pain, dizzy, back pain, nausea, flank pain and paratubal cyst. Concomitant products included clonazepam (klonopin) since 2013 and lamotrigine (lamictal). In 2008, the patient had essure inserted. In 2009, the patient experienced vaginal discharge ("vaginal discharge"). In september 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain and cramping/ pain: lower abdominal (left)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal):urinary tract infection"). In (B)(6) 2009, the patient experienced hot flush ("hormonal changes:hot flashes"), irritability ("hormonal changes:irritation"), depression ("psychological or psychiatric problems condition: depression/anxiety") and anxiety ("psychological or psychiatric problems condition: depression/anxiety"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced alopecia ("hair loss") and migraine ("migraines / headaches") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced visual impairment ("vision/eye problems:vision got way worse/vision always worse glasses but never consistently, I have to wear bifocals all the time now"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy,unilateral salpingectomy (lt. Fallopian tube), cystourethroscopy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic inflammatory disease, fallopian tube perforation, uterine perforation, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, hot flush, irritability, depression, anxiety, urinary tract infection, migraine, visual impairment and weight decreased had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hot flush, irritability, migraine, pelvic inflammatory disease, urinary tract infection, uterine perforation, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: essure inserted in (B)(6) 2009 previously date of insertion was reported as 2009 now in current pfs, it was reported as 2008. Patient informed of hsg results. There is no indication that the essure was improperly placed or that it is protruding. Displaced iud into the left cornua and extending into the central -portion of the left fallopian tube. Confirmatory hysterosalpingography recommended -with removal at this time. Positioning is unchanged since 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2013: successful bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming:vaginal discharge, uti, irritation, alopecia ,fallopian tube perforation, pelvic inflammatory disease,lower abdominal pain. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs and mr received : previously reported event of "injury nos" replaced with new event of pelvic inflammatory disease. Additional events added - fallopian tube perforation, uterine perforation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hot flashes, irritation, depression, anxiety, migraines / headaches, vaginal discharge, vision/eye problems:vision got way worse/vision always worse glasses but never consistently, I have to wear bifocals all the time now, weight loss, lower abdominal (left), vision always worse glasses but never consistently, I have to wear bifocals all the time now. Event from complication: piece of the device used during the removal surgery was left behind I would need to undergo another procedure to remove it. Updated outcome of events from unknown to not recovered/ not resolved. Medical history, historical conditions, concomitant conditions, concomitant drugs, lab data were added. Reporter's information was added. Patient's demographics was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of the device used during the removal surgery was left behind I would need to undergo another procedure to remove it'), pelvic inflammatory disease ('infection (other) describe: pelvic inflammatory disease'), fallopian tube perforation ('perforation (fallopian tube(s))/displaced iud into the left cornua and extending into the central portion of the left fallopian tube/displaced intrauterine device possibly within the left fallopian tube or potentiality has eroded into the myometrium') and uterine perforation ('perforation (uterus)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia, pregnancy, depression, miscarriage and anxiety. Current weight 125 lbs. Concurrent conditions included body mass index normal, abdominal pain, ovarian cyst, acute cystitis, mood disorder, inflammation, hematuria, dysuria, urgency urination, urinary frequency, kidney stone, suprapubic pain, bacterial vaginosis, tingling, ovarian cyst, chest pain, shortness of breath, myalgia, numbness, coronary disease, gerd, esophagitis, pulmonary embolism, thoracic aortic aneurysm, pneumonia, pneumothorax, pleurisy, neuropathy, tobacco abuse, vaginal pain, wrist injury, pain in joint, shoulder pain, dizzy, back pain, nausea, flank pain and paratubal cyst. Concomitant products included clonazepam (klonopin) since 2013 and lamotrigine (lamictal). In 2008, the patient had essure inserted. In 2009, the patient experienced vaginal discharge ("vaginal discharge"). In september 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain and cramping/ pain: lower abdominal (left)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal):urinary tract infection"). In december 2009, the patient experienced hot flush ("hormonal changes:hot flashes"), irritability ("hormonal changes:irritation"), the first episode of depression ("psychological or psychiatric problems condition: depression/anxiety") and the second episode of depression ("psychological or psychiatric problems condition: depression/anxiety"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced alopecia ("hair loss") and migraine ("migraines / headaches") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced visual impairment ("vision/eye problems:vision got way worse/vision always worse glasses but never consistently, I have to wear bifocals all the time now"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy,unilateral salpingectomy (lt. Fallopian tube), cystourethroscopy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic inflammatory disease, fallopian tube perforation, uterine perforation, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, hot flush, irritability, the last episode of depression, urinary tract infection, migraine, visual impairment and weight decreased had not resolved. The reporter considered abdominal pain lower, alopecia, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hot flush, irritability, migraine, pelvic inflammatory disease, urinary tract infection, uterine perforation, vaginal discharge, visual impairment, weight decreased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: essure inserted in (B)(6) 2009 previously date of insertion was reported as 2009 now in current pfs, it was reported as 2008. Patient informed of hsg results. There is no indication that the essure was improperly placed or that it is protruding. Displaced iud into the left cornua and extending into the central -portion of the left fallopian tube. Confirmatory hysterosalpingography recommended -with removal at this time. Positioning is unchanged since 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: successful bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming:vaginal discharge, uti, irritation, alopecia ,fallopian tube perforation, pelvic inflammatory disease,lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of the device used during the removal surgery was left behind I would need to undergo another procedure to remove it'), pelvic inflammatory disease ('infection (other) describe: pelvic inflammatory disease'), fallopian tube perforation ('perforation (fallopian tube(s))/displaced iud into the left cornua and extending into the central portion of the left fallopian tube/displaced intrauterine device possibly within the left fallopian tube or potentiality has eroded into the myometrium'), uterine perforation ('perforation (uterus)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia, pregnancy, depression, miscarriage and anxiety. Current weight 125 lbs. Concurrent conditions included body mass index normal, abdominal pain, ovarian cyst, acute cystitis, mood disorder, inflammation, hematuria, dysuria, urgency urination, urinary frequency, kidney stone, suprapubic pain, bacterial vaginosis, tingling, ovarian cyst, chest pain, shortness of breath, myalgia, numbness, coronary disease, gerd, esophagitis, pulmonary embolism, thoracic aortic aneurysm, pneumonia, pneumothorax, pleurisy, neuropathy, tobacco abuse, vaginal pain, wrist injury, pain in joint, shoulder pain, dizzy, back pain, nausea, flank pain and paratubal cyst. Concomitant products included clonazepam (klonopin) since 2013 and lamotrigine (lamictal). In 2008, the patient had essure inserted. In 2009, the patient experienced the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain and cramping/ pain: lower abdominal (left)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal):urinary tract infection"). In (B)(6) 2009, the patient experienced hot flush ("hormonal changes:hot flashes"), irritability ("hormonal changes:irritation"), depression ("psychological or psychiatric problems condition: depression/anxiety") and anxiety ("psychological or psychiatric problems condition: depression/anxiety"). In 2011, the patient experienced the first episode of fatigue ("fatigue"). In 2012, the patient experienced alopecia ("hair loss") and migraine headache ("migraines / headaches") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced visual impairment ("vision/eye problems:vision got way worse/vision always worse glasses but never consistently, I have to wear bifocals all the time now"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain (",pelvic/abdominal pain"), pelvic pain (",pelvic/abdominal pain/ chronic"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods),"), anaemia ("anemia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder/urinary problems: utl, urinary problems. ,vaginal infection, vaginal discharge"), vaginal infection ("bladder/urinary problems: utl, urinary problems. ,vaginal infection, vaginal discharge"), the second episode of vaginal discharge ("bladder/urinary problems: utl, urinary problems. ,vaginal infection, vaginal discharge"), the second episode of fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine") and female sexual dysfunction ("apareunia") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy,unilateral salpingectomy (lt. Fallopian tube), cystourethroscopy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic inflammatory disease, fallopian tube perforation, uterine perforation, abdominal pain lower, alopecia, hot flush, irritability, depression, anxiety, urinary tract infection, migraine headache, visual impairment and weight decreased had not resolved, the genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, pelvic pain, back pain, metrorrhagia and menorrhagia had resolved and the anaemia, urinary tract disorder, vaginal infection, the last episode of vaginal discharge, the last episode of fatigue, nausea, hormone level abnormal, migraine and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hot flush, irritability, menorrhagia, metrorrhagia, migraine headache, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection, visual impairment, weight decreased, the first episode of fatigue, the first episode of vaginal discharge, migraine, the second episode of fatigue and the second episode of vaginal discharge to be related to essure. The reporter commented: essure inserted in (B)(6) 2009. Previously date of insertion was reported as 2009 now in current pfs, it was reported as 2008. Patient informed of hsg results. There is no indication that the essure was improperly placed or that it is protruding. Displaced iud into the left cornua and extending into the central -portion of the left fallopian tube. Confirmatory hysterosalpingography recommended -with removal at this time. Positioning is unchanged since 2008. She received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, dyspareunia, metorrhagia, anemia, genital bleeding, menorrhagia, utl, urinary problems. ,vaginal infection, vaginal discharge, fatigue, nausea, hormonal changes ,migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: successful bilateral tubal occlusion. Bilateral occlusion, left occlusion only (as per pfs). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming:vaginal discharge, uti, irritation, alopecia ,fallopian tube perforation, pelvic inflammatory disease,lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint~. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events- pelvic pain, abdominal pain, back pain, metorrhagia, anemia, genital bleeding, menorrhagia, urinary problems. ,vaginal infection, vaginal discharge, fatigue, nausea, hormonal changes ,migraine, apareunia were added. Updated outcome of events. Reporter and lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of the device used during the removal surgery was left behind I would need to undergo another procedure to remove it'), pelvic inflammatory disease ('infection (other) describe: pelvic inflammatory disease'), fallopian tube perforation ('perforation (fallopian tube(s))/displaced iud into the left cornua and extending into the central portion of the left fallopian tube/displaced intrauterine device possibly within the left fallopian tube or potentiality has eroded into the myometrium') and uterine perforation ('perforation (uterus)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia, pregnancy, depression, miscarriage and anxiety. Current weight 125 lbs. Concurrent conditions included body mass index normal, abdominal pain, ovarian cyst, acute cystitis, mood disorder, inflammation, hematuria, dysuria, urgency urination, urinary frequency, kidney stone, suprapubic pain, bacterial vaginosis, tingling, ovarian cyst, chest pain, shortness of breath, myalgia, numbness, coronary disease, gerd, esophagitis, pulmonary embolism, thoracic aortic aneurysm, pneumonia, pneumothorax, pleurisy, neuropathy, tobacco abuse, vaginal pain, wrist injury, pain in joint, shoulder pain, dizzy, back pain, nausea, flank pain and paratubal cyst. Concomitant products included clonazepam (klonopin) since 2013 and lamotrigine (lamictal). In 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain (",pelvic/abdominal pain"), pelvic pain (",pelvic/abdominal pain/ chronic"), back pain ("back pain/lower back pain") and bladder pain ("bladder pain"). In 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain and cramping/ pain: lower abdominal (left)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of fatigue ("fatigue") and urinary tract infection ("infection (bladder/ urinary tract/vaginal):urinary tract infection/uti"). On (B)(6) 2009, the patient experienced bacterial vaginosis ("bacterial vaginosis"), dysuria ("urinary burning"), micturition urgency ("urinary urgency"), pollakiuria ("urinary frequency"), haematuria ("hematuria") and suprapubic pain ("suprapubic pain on left side"). In (B)(6) 2009, the patient experienced hot flush ("hormonal changes:hot flashes"), irritability ("hormonal changes:irritation"), depression ("psychological or psychiatric problems condition: depression/anxiety") and anxiety ("psychological or psychiatric problems condition: depression/anxiety"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced migraine headache ("migraines / headaches") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced visual impairment ("vision/eye problems:vision got way worse/vision always worse glasses but never consistently, I have to wear bifocals all the time now"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods),"), anaemia ("anemia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder/urinary problems: utl, urinary problems. ,vaginal infection, vaginal discharge"), vaginal infection ("bladder/urinary problems: utl, urinary problems. ,vaginal infection, vaginal discharge"), the second episode of fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine/ migraines/headaches") and female sexual dysfunction ("apareunia") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy,unilateral salpingectomy (lt. Fallopian tube), cystourethroscopy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic inflammatory disease, fallopian tube perforation, uterine perforation, abdominal pain lower, hot flush, irritability, depression, anxiety, visual impairment and weight decreased had not resolved, the genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia, urinary tract infection, migraine headache, abdominal pain, pelvic pain, back pain, metrorrhagia, menorrhagia, vaginal infection and migraine had resolved and the anaemia, urinary tract disorder, the last episode of fatigue, nausea, hormone level abnormal, female sexual dysfunction, bacterial vaginosis, dysuria, micturition urgency, pollakiuria, haematuria, suprapubic pain and bladder pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, back pain, bacterial vaginosis, bladder pain, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, haematuria, hormone level abnormal, hot flush, irritability, menorrhagia, metrorrhagia, micturition urgency, migraine headache, nausea, pelvic inflammatory disease, pelvic pain, pollakiuria, suprapubic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, visual impairment, weight decreased, the first episode of fatigue, migraine and the second episode of fatigue to be related to essure. The reporter commented: essure inserted in (B)(6) 2009 previously date of insertion was reported as 2009 now in current pfs, it was reported as 2008. Patient informed of hsg results. There is no indication that the essure was improperly placed or that it is protruding. Displaced iud into the left cornua and extending into the central -portion of the left fallopian tube. Confirmatory hysterosalpingography recommended -with removal at this time. Positioning is unchanged since 2008. She received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, dyspareunia, "metrorrhagia", anemia, genital bleeding, menorrhagia, utl, urinary problems. ,vaginal infection, vaginal discharge, fatigue, nausea, hormonal changes ,migraine discrepancy: previously reported hsg test with essure device was successfully occluded in current fu patient reported she did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: successful bilateral tubal occlusion. Bilateral occlusion, left occlusion only (as per pfs). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming:vaginal discharge, uti, irritation, alopecia ,fallopian tube perforation, pelvic inflammatory disease,lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: plaintiff fact sheet received. Events per pfs: bacterial vaginosis, urinary burning, urinary urgency, urinary frequency, hematuria, suprapubic pain on left side and bladder pain. Onset date of events were added. Outcome for events pelvic pain, abdominal pain, dysmenorrhea, lower back pain, migraine/headaches, vaginal discharge, hair loss, fatigue, urinary tract infection and vaginal infection were resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.